Event description:
Device 3 of 3. Ref MFR report: 1627487-2013-17173 and 1627487-2013-17174. The pt received 2 model 3146 scs leads with the same lot number. The pt reported, she is no longer receiving stimulation due to autoreduction. F/u identified lead diagnostics showed invalid in addition to low impedance values for the scs lead. X-ray results are pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.